Manufacturer narrative:
The lead will not be returned for analysis. No further information is available. If additional information becomes available, this event will be updated and resubmitted.

Event description:
Boston scientific crm received information that this lead had previously been surgically abandoned due to oversensing and low pacing impedance. The patient implanted with this lead later had an infection due to a competitor device. A procedure was performed to explant the system. During the procedure due explant the lead, the patient experienced cardiac tamponade and a thoracotomy was performed. The patient was hospitalized.